Event description:
Right femoral venous access was being obtained under ultrasound guidance using a cook micropuncture needle and nitinol wire. Access was obtained with the needle, and wire was advanced through the needle. After partially advancing the wire, it was noted that the wire would no longer advance. Therefore, wire and needle were attempted to be pulled back together. The tip of the wire would not easily pull back, seemed to be stuck in the body, and upon removal the distal part of the wire was completely sheared.